Manufacturer narrative:
(B)(4). This report was not confirmed. The lot number is unknown; therefore, a batch review was not performed. Based on the information gathered during baxter's investigation, the root cause of this report was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the home choice (hc) machine during dwell 4 of 5. The technical service representative (tsr) assisted the hp to cycle power to clear the alarm. The tsr advised the hp to disconnect and inform the nurse of the event the following morning. The hp confirmed to complete therapy with a manual exchange. The tsr reviewed proper procedures per the user manual with the hp. On (B)(6) 2011, product surveillance spoke with the hp who confirmed he did not disconnect at any point during therapy; the hp stated a possible reason for the alarm could be that he changed positions. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Should any additional information become available, a follow-up report will be submitted.